Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in emergency room. Chest x-ray revealed the left ventricular lead had dislodged. Twiddlers symptom was suspected. A lead revision was recommended, but the patient refused the procedure. The leads remain implanted.